Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a cystoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician had difficulty advancing the balloon over the guidewire. The procedure was completed using another uromax ultra device. The patient was fine post procedure with no reported complications.

Manufacturer narrative:
A visual and tactile examination of the shaft of the device noted a kink just distal to the strain relief. It was possible to insert a 0.038 inch guidewire through the device; however, some resistance was noted. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.